Manufacturer narrative:
(B) (4): results: extra accessory equipment required; intended for use in palliation of malignant neoplasms in the biliary tree; device not inspected prior to use. Conclusions: extra accessory equipment required; device not inspected prior to use.

Event description:
The physician was attempting to implant a racer stent to the ostium of the c-iliac trunk. The device was not inspected prior to use. The lesion was predilated twice before introduction of the racer stent. Several wires had to be used for extra support. The physician was unable to cross the lesion and the stent dislodged. The stent was successfully removed with a snag. The patient went for bypass surgery and no additional clinical sequelae were reported.